Event description:
The ureteroscope outer cladding bunched up in a fan-fold fashion making the removal difficult and possibly causing patient injury. The outer cladding should always have a smooth finish.